Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pulse generator, it was found out that the right ventricular (rv) lead failed to capture. The physician tried to explant the rv lead but was unsuccessful. The rv lead was capped and replaced on (B)(6) 2022. The patient was in stable condition throughout.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.